Event description:
Procedure type: functional end to end anastomosis. According to the reporter: after firing, leak test was performed and leaks were found from two spots on the staple line. (No leak from where staples crossed-over),. The surgeon did not feel anything wrong when firing. Incomplete staple line was re-anastomosed.